Manufacturer narrative:
The advocate stated that the customer used alcohol to sanitize their hand prior to testing. As per contour next user guide, "wash and dry hands well before handling to keep the meter and test strips free of water, oils and other contaminants." This event is related to MDR # 1810909-2020-00303.

Event description:
An advocate reported that the customer performed blood testing with his contour next meter and obtained readings of 145 mg/dl at 9:13 a.m. And 141 mg/dl at 2:42 p.m. The meter automatically marked them as control tests, and so the readings will be displayed as control results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next meter and contour next test strips from lot # 9gpef12b for evaluation. The returned meter was tested with the returned test strips and the results obtained during in-house testing were outside the acceptable range. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 9gpef12b, which also produced results outside the acceptable range. Then, the in-house contour next meter was tested with the in-house test strips and returned test strips, which gave a satisfactory performance. All blood glucose readings obtained during in-house testing were properly marked as blood results. Further investigation will be performed.

Manufacturer narrative:
Upon further investigation, a device history record was reviewed for the suspected contour next test strips and no manufacturing anomalies were found. The returned test strips and in-house test strips from the same lot were observed under the microscope and they appeared to be normal. The returned meter was tested with the returned test strips, which gave a satisfactory performance. Additionally, the meter was evaluated and the resistance measurement at room temperature and at the temperature of 40 degrees celsius was normal. The connecter continuity test was also normal, however, the appearance inside the connector showed infiltration of solution and adhesion of solution to the terminals. Based on these results, it is possible that the infiltration of solution caused temporary abnormal conduction in the strip port, which could have caused high readings.